Event description:
It was reported that, during a shoulder arthroscopic surgery, an additional bone hole had to be drilled in order to provide better labral fixation. The surgery was finished after a short delay. The patient was not harmed.

Manufacturer narrative:
Updated event description. The lot number of the device is unknown; and so are the manufacturing and expiration dates.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. The visual inspection of the returned om-7500 speedlock shows a deployed device with a detached implant and a bent shaft (of approximately 15mm); no manufacturing abnormalities were visually identified. The complaint was not verified, and the root cause could not be determined with confidence. Factors unrelated to the design and manufacture of the devices which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device. Factors which contribute to the reported incident are: do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; do not deploy, bent or damage the implant; the system requires tension to be distributed through the suture ends to achieve suture lock. There were no indications during the product evaluation that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. The visual inspection of the returned om-7500 speedlock shows a deployed device with a detached implant and a bent shaft (of approximately 15mm); no manufacturing abnormalities were visually identified. The complaint was not verified, and the root cause could not be determined with confidence. Factors unrelated to the design and manufacture of the devices which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device. Factors which contribute to the reported incident are: (1) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; (2) do not deploy, bent or damage the implant; (3) the system requires tension to be distributed through the suture ends to achieve suture lock. A review of the DHR/batch record review could not be perform since the lot was not provided. There were no indications during the product evaluation that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time. Since (B)(4) is a master complaint the subsequent complaint¿s investigation will be included as well. (B)(4) - the visual inspection of the returned om-7500 speedlock shows a deployed device. The implant at distal end is broken and detached. The broken part is not returned with the device. No sutures were visually observed or returned with the instrument. No manufacturing abnormalities could be visually identified. The instrument is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. The deployment handle cannot be turned; it is fixed; the complaint was not verified but the root cause could not be determined with confidence. (B)(4) - the visual inspection of the returned om-7500 speedlock shows a deployed device. The implant at distal end is damaged and not detached. The deployment knob was separately returned in s plastic grip bag. No visible damage can be observed on the deployment knob or on the handle. No sutures were visually observed or returned with the instrument. No manufacturing abnormalities could be visually identified. The device was received deployed and the anchor was damaged but not detached. The instrument is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. The deployment knob can be assembled back to the handle but cannot be turned and the implant cannot be deployed; the know does not engage correctly and falls off again. (B)(4) - the visual inspection of the returned om-7500 speedlock shows a deployed device with a detached implant and a bent shaft (of approximately 15mm); no manufacturing abnormalities were visually identified. The speedlock instrument is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. The deployment handle is fixed and cannot be turned clockwise. No harm was observed on the handle.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock anchor came off the inserter when tensioning; it also broke intraoperatively. All fragments were successfully removed. A back-up device was available to complete the procedure after a short delay. The patient was not harmed.